Event description:
A hemodialysis (hd) nurse contacted (B)(6) customer service to report of increased frequency of arterial alarms, unable to achieve prescribed blood flow restriction. Frequent alarms resulting in blood clotting in dialyzer / blood loss. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).